Event description:
Information was received regarding a cadd administration set. It was reported that a leak occurred at the while part of the leur lock. The facility replaced the tubing and it leaked a second time with blood backing up into the line. They disposed of the product. There was no reported injury.